Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Macroscopic examination confirms driver tip has been broken off, and not returned for analysis. A portion of the first mas head thread is broken off. This suggests the mas may not have been fully engaged into the instrument mas head thread, which would tend to mitigate bending stresses on the inner shaft. Microscopic examination of fracture surface identified a quasi-brittle fracture that appears to have initiated at the base of the hex, with river lines, shear lip, and no indication of fatigue or torsional overload. The location and angle of the fracture, surface morphology, nature of the thread damage, and the absence of evidence of torsion suggest failure due to bend stress overload.

Event description:
It was reported that the tip of the screwdriver broke. No patient complications were reported.